Manufacturer narrative:
Device evaluation by manufacturer: the device was received loaded inside the hoop. The device distal end was fractured, the spring was not provided and the guide wire presented several kinks along the body. The visual and tactile inspection revealed core wire fractured at 328cm approximately from the proximal end and kink at 324cm approximately from the proximal end. Fracture occurred due to a torsion/bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, a tip detachment occurred. Access was obtained through the femoral artery. The 95% stenosed, 2.25mm x 20mm lesion with a significant bend was located in the severely calcified and moderately tortuous left anterior artery. During the use of a 330cm rotawire guide wire the physician encountered resistance. During rotation, the footswitch was disengaged and the wire was kinked approximately 1cm from the tip. Upon removing the rotawire guide wire from the patient, the tip fell off. The procedure was completed with another of the same device. No patient complications were reported, and patient status was listed as stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a rotational atherectomy treatment procedure, a tip detachment occurred. Access was obtained through the femoral artery. The 95% stenosed, 2.25mm x 20mm lesion with a significant bend was located in the severely calcified and moderately tortuous left anterior artery. During the use of a 330cm rotawire guide wire the physician encountered resistance. During rotation, the footswitch was disengaged and the wire was kinked approximately 1cm from the tip. Upon removing the rotawire guide wire from the patient, the tip fell off. The procedure was completed with another of the same device. No patient complications were reported, and patient status was listed as stable.